Manufacturer narrative:
Ins model 7426, (B)(4), implanted: 2006-(B)(6) explanted: unknown, lead model 3389-40, (B)(4), implanted: 2005-(B)(6), explanted: unknown, lead model 3389-40, (B)(4), implanted: 2006-(B)(6) explanted: unknown, lead model 3389-40, (B)(4), implanted: 2006-(B)(6) explanted: unknown, lead model 3389-40, (B)(4), implanted: 2005-(B)(6) explanted: unknown, lead model unknown, (B)(4), implanted: 2006-(B)(6) explanted: unknown, extension model 748251 (B)(4), implanted: 2006-(B)(6) explanted: unknown.

Event description:
It was reported that the impedance readings were greater than 2000 ohms. A lead revision surgery was scheduled. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information. It was noted the battery was about to die. It was unknown if the battery was going to be replaced because there was an issue with getting insurance to cover the replacement. Additional information also indicates the information regarding high impedances and lead revision pertain to MFR report # 3004209178 -2012-00244. Any additional information regarding the high impedances and lead revision will be reported in that report. However, any additional information regarding the battery depletion will continue to be reported in this report.